Event description:
It was reported that the implantable pulse generator (ipg) showed invalid lead data, invalid cardiac compass data, invalid episode data, and some parameters displayed a '???' Measurement. It was later determined the issue was due to a bit flip in the device clock, which caused a parity error. Follow-up revealed that the patient had been traveling in several locations/airports and external electromagnetic interference had likely caused the device reset. The clinic re-initialized the device, and normal function resumed. No patient complications have been reported as a result of this event.